Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 12, 2020 that a lighttrail reusable laser fiber was used in a procedure performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console. According to the complainant, prior to the procedure, the fiber connecting point, connector, was burnt. There was no burn injury reported to the patient or to the physician. It was reported the fiber had been used more than 10 times. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event.